Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's mother called to report several no delivery alarms during bolus, and also insulin flow blocked alarms. The customer's blood glucose readings were 498, 500, and 198 mg/dl; treated with bolus from insulin pump. Customer performed troubleshooting and after pushing insulin through the reservoir with a plunger, insulin did exit. The customer's infusion set and reservoir were replaced, however nothing was returned for analysis.